Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient alleges the pump delivers too much insulin. Patient reported experiencing too low blood glucose level of 22 mg/dl; was admitted to the hospital. No treatment details were provided. Requested return of the alleged device for evaluation.